Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant the device was found to be in backup vvi mode while still in the box. The device was not implanted.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to exposure to extreme temperature.